Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with difference between sensor glucose and blood glucose values. The customer reported blood glucose value of 41 mg/dl. The event involved products mmt-1884, mmt-7040a, mmt-441ag and mmt-342. Troubleshooting was declined by the customer for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 41 mg/dl and sensor glucose value was 136 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 95 mg/dl and it was beyond acceptable range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue the use of the sensor. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-441ag. No product return is required for mmt-342.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isig reading, but sensor failed for high sensor impedance. See attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed, however sensor failed eis readings out of range, sensor high impedance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.